Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the low reservoir volume alarm was heard and confirmed by telemetry. The alarm began on the day prior to the report. The patient was not currently experiencing symptoms. The low reservoir volume was set at 2ml and the currently volume was 1.8ml. The patient had a refill scheduled for the next day. The pump was used to deliver gablofen. It was reported 17 days later that the patient was refilled on (B)(6) 2014 and there was no indication of withdrawal. The patient was supposed to be refilled on (B)(6) 2014, but had transportation issues.